Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1q7q6, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 29-mar-2022, UDI#: (B)(4). Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a nerve burned in their back, and their lead went bad or was damaged in some way. They indicated the event date was last year prior to having their system replaced on (B)(6) 2021. The patient indicated they could not remember details of the problem.